Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. However, an unexpected restart alarmed after battery change due to leak. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of an unexpected alarm from the insulin pump. The customer's blood glucose reading was 340 mg/dl. The customer was unable to check for the alarm history as he was not able to get out of the rewind sequence. The customer stated that the alarm history was not programmed before the unexpected restart occurred. The customer stated that the pump was not stored or used for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The customer was advised to monitor the pump. The customer will be sent a replacement pump.